Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced difficulty being interrogated. The device had shocked 5 to 6 times and the patient presented to the emergency room. Technical services (ts) suggested applying a magnet over the device. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been sent. If received, a supplemental report will be filed at that time.